Manufacturer narrative:
(B)(4). Report source¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during knee prosthesis implantation it was noticed that one of the lugs on tibial inserter is missing and therefore its no longer holding the tibial plate. The surgeon inserted it without the inserter. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified that the rear movable tab has fractured near the shoulder, the small tab (lug) is missing and has not been returned, there is indentation marks on the main body suggesting that a toffee hammer has been used for impaction. The item and lot has been confirmed as item# (B)(4) and lot# zb140801. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional complaints for the reported issue which have previously been addressed in ie and hhe. Device is used for treatment. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.